Event description:
It was reported that a button on the infusion device was defective. The infusion device switched into the quick bolus menu by itself.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.